Event description:
It was reported that there was a water leakage during used as notified by customers or users. Checking today, first alarm 45 (ac power lost) power on and off in continue in an arctic sun device. They check with the chuv technician and afterwards they were able to test the device. They test the device with own gel pads (demo) and not leakage at all. Reservoir full. Maybe the water leakage was due to on and off power of the device. But customers did not report other alarms. Decided with the technician that they would be able to put the device again on the station ICU adults. But preferred to document this trouble with power plug (alimentation sector perdue alarm 45). Moreover, check the data from the 27.04.2025, nothing to notify, therapy went well. Might be water leakage if they did not turn off the device. Device would be put in the adult ICU again because device working and approved. Per follow up information received via mail on 19may2025, service was performed at customer location. Device powers on with no issues. Preventive maintenance and general repair performed. Passed in all tests. By the time reviewed, hospice was no longer an approved bd provider. Per additional information received via task on 31may2025, the leaking issue could not be reproduced when different pads were used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter zip is (B)(6). The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a water leakage during used as notified by customers or users. Checking today, first alarm 45 (ac power lost) power on and off in continue in an arctic sun device. They check with the (B)(6) technician and afterwards they were able to test the device. They test the device with own gel pads (demo) and not leakage at all. Reservoir full. Maybe the water leakage was due to on and off power of the device. But customers did not report other alarms. Decided with the technician that they would be able to put the device again on the station ICU adults. But preferred to document this trouble with power plug (alimentation secteur perdue alarm 45). Moreover, check the data from the (B)(6) 2025, nothing to notify, therapy went well. Might be water leakage if they did not turn off the device. Device would be put in the adult ICU again because device working and approved. Per follow up information received via mail on 19may2025, service was performed at customer location. Device powers on with no issues. Preventive maintenance and general repair performed. Passed in all tests. By the time reviewed, hospitec was no longer an approved bd provider. Per additional information received via task on 31may2025, the leaking issue could not be reproduced when different pads were used.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Leakage during used as notified by customers or users. Checking today, first alarm 45 (ac power lost) power on and off in continue in an arctic sun device. They check with the (B)(6) technician and afterwards they were able to test the device. They test the device with my own gel pads (demo) and not leakage at all. Reservoir full. Maybe the water leakage was due to on and off power of the device. But customers did not report other alarms. Decided with the technician that they would be able to put the device again on the station ICU adults. But preferred to document this trouble with power plug (alimentation secteur perdue alarm 45). Moreover, check the data from the (B)(6) 2025, nothing to notify, therapy went good. Might be water leakage if they did not turn off the device. Device would be put in the adult ICU again because device working and approved. Per follow up information received via mail on 19may2025, service was performed at customer location. Device powers on with no issues. Preventive maintenance and general repair performed. Passed in all tests. By the time reviewed, hospitec was no longer an approved bd provider. A DHR review is not required as the lot number is unknown. The latest labeling revision will be reviewed. Baw7667062 rev 0 and baw7667064 rev 0 was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.